Manufacturer narrative:
One device was returned for repair with complaint that chemical amount is different from the set value. No physical damage was found on the device. Review of event log confirmed that no setting or other errors related to delivery failures were identified. Could not confirm the customer reported issue. The pump accuracy was within specification. Cause was not determined because there is no problem the pump accuracy, and it is not reproducible. Performed all function test and all passed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the chemical amount is different from the set value, and the device was purchased september of 2024. Per reporter, the event occurred dring infusion, in patient use, in late october. No patient harme was reported.